Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed several times for a reset error. The insulin pump was not stored or out of use for an extended period of time. She did not recall the blood glucose reading. The customer was advised that she could continue to wear the insulin pump until the replacement arrived. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component of the motherboard however, passed displacement test, rewind test, basic occlusion test, self-test and a21 test. No unexpected a17 error alarm or a21 error alarm noted during our testing. All of the buttons functioned properly and no moisture damage was found on keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.